Event description:
The caller reported damage to a tandem charging cable, and the supplies were not functional without tape. There was no adverse impact to the customer¿s blood glucose level. Cts took action to replace the damaged charging supplies via 2-day shipping.